Manufacturer narrative:
Exemption number e2016018. (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The history files were read out and analyzed. It was possible to detect that the device stopped due a signal for an open syringe holder. If the syringe holder was opend by a customer or due a wrong signal, could not be clarified. Further it could be detected that a restart of the infusion therapy was not possible, because an open syringe holder was recognized by the device. The sample was subjected to a visual and functional examination. A self test was performed and a delivery mode was started. No malfunction occurred during the test. A long term test was performed. No errors or malfunction could be detected too. After opening the device and an inside investigation, the mainboard with the potentiometer for the syringe holder was disassembled and detailed investigated by the r&d department. It could be detected that the value of the potentiometer did not meet our specification. The complaint could be confirmed. The root caused of these type of malfunction caused by unclarified values of the potentiometer.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. If we get new information about this complaint, a follow up report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany): "device stops independently"